Manufacturer narrative:
The device was received with motor error alarm during rewind due to corroded motor home switch. The back light functioned properly. The device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of reoccurring motor error and back light issues with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The alarm history noted the presence of a motor error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.